Event description:
Pump reported to be set at 15 ml/hr with 500 ml of heparin (25,000 units in 500 ml). After 2 hours and 15 minutes, the bag was found empty. The patient was given 50 mg protamine sulfate over a 10 minute period. The partial thromboplastin time level was taken and found to "reverse" the overinfusion. The patient was released to go home. No patient injury resulted.